Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture." Record is for left side. Device remains implanted.

Event description:
Healthcare professional reported "rupture" via imaging. Later, healthcare professional also reported "some calcified areas of the anterior capsule." Record is for left side. Device has been explanted.

Event description:
Later, healthcare professional also reported "some calcified areas of the anterior capsule." Device has been explanted.

Event description:
Healthcare professional reported "rupture" via imaging. Later, healthcare professional also reported "some calcified areas of the anterior capsule." Record is for left side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed broken assessed as fold flaw opening. And missing piece of shell assessed as inconclusive. Calcification : not observed as per the investigation procedure crease wear abrasion non penetrating nick was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.